Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. Two struts on the first row from the proximal edge were raised. There were no kinks along the entire length of the hypotube. The balloon and tips sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on analysis completed 09/28/2009. It was reported that during a coronary drug eluting stenting treatment procedure, difficulty crossing the lesion occurred. The 90% stenosed target lesion was located in the severly tortuous and moderately calcified mid left anterior descending (lad). The vascular access site was femoral and intravascular ultrasound (ivus) was used. The procedure was successfully completed with a non-bsc device. No patient injuries or complications were noted. Patient condition listed as "good". However, product analysis revealed stent damage.